Event description:
Notified by user facility that an immobile, elderly female resident at their facility was found with her neck resting against the right side bedrail. Coroner determined cause of death to be "positional asphyxia". The resident was on a roho selectair standard mattress replacement and a carroll/invacare solo bed. The bed was reportedly at a 30degree angle.

Manufacturer narrative:
The initial notification by the facility was via phone message, requesting teleconference participation. Spoke wth uf who gave a little more information about the event. No allegation of product defect or malfunction was indicated. The facility informed us that they received the mattress from supplier and alleged that supplier did not provide the mattress cover or operations manual that are standard components. They also stated that supplier evaluated the mattress and found no defects in its performance. The resident's chart reportedly did not indicate mattress settings at the time of the event. The staff we spoke with were uncertain as to who set up the mattress initially, or if any staff use training was conducted.